Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2011-00200. MDR ref #: 9615742-2011-00071 (avaulta posterior) 9615742-2011-00072 (uretex). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior sys."

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experience pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/10/2015.

Event description:
Per additional information received,posterior avaulta mesh as distal subperineal arms extend from the distal posterior vagina through buttock incisions that are made 3 cm lateral and posterior to the anus - had point tenderness at 4-5 o'clock position in the introitus and approximately 2 cm posteriorly on the perineum overlying the oblique line from the buttock incision to the introitus at 4-5 o'clock to suggest that it is the mesh arm or sling of the mesh that travels in that vicinity causing pain, perhaps the cutaneous nerves are being compressed. Underwent vaginoplasty and revision of uretex sling and bard avaulta mesh for chronic vaginal vulvar perineal pain, post placement of posterior avaulta mesh and sling for symptomatic vaginal relaxation, point tenderness over location of mesh and distal posterior avaulta sling arm (perineal tract), mild vaginal introital narrowing (stenosis) under general endotracheal anesthesia. Yes. Following the mesh revision surgery, she developed deep vaginal pain on penetration, midline posterior mesh erosion, poor fascia at proximal vaginal area, dyspareunia, significant pelvic relaxation, urodynamics showing large bladder capacity with low detrusor pressures and poor emptying during the interim period (B)(6) 2012 for which she had the following additional surgeries:underwent removal of posterior avaulta mesh, posterior colporrhaphy under general endotracheal anesthesia for chronic dyspareunia involving left vaginal posterior apex, mesh erosion at mid posterior vagina. Underwent repair of enterocele, posterior repair with bard pelvisoft under laryngeal mask airway anesthesia for enterocele, vaginal prolapse, incomplete bladder emptying. Underwent removal of vaginal mesh x2, removal of vaginal sling x2 under general anesthesia for vaginal mesh exposure, pelvic pain with dyspareunia.